Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports for the second revision surgery and is linked to mfg report number 1121308-2026-00009: on (B)(6) 2026 - a facility reported on that patient underwent surgery for removal of a dural tumor, and duragen plus-adhesion barrier matrix (dp1022i) was used to reconstruct the defect; it was sutured in place and reinforced with tachosil. A fistula occurred with cerebrospinal fluid leakage, which led to a re-operation on (B)(6) 2026. On (B)(6) 2026 - during this revision procedure, duragen, tachosil, spongostan, tissue adhesive, and sutures were used. Unfortunately, this did not resolve the csf leakage. On (B)(6) 2026 - the patient underwent another surgery as after the first revision surgery, duragen had lost its properties and was hard and crumbly. Additional information has been requested.